Event description:
It was reported that as the surgeon inserted the cc4204bf collamer plate lens on (B)(6)2003, the patient has had a series of issues with the right eye. A vitrectomy was performed and the patient was sent to a retinal specialist who noted "bubbles" on the lens. The doctor would like to know if we ever saw anything like this with the collamer lens. Photos of the eye were requested so we can assess the situation.

Manufacturer narrative:
(B)(4). Eval results - a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and the work order search, we were unable to determine a specific root cause of the event. (B)(4).